Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an abnormal sample probe movement alarm on the cobas 6000 e 601 module (e601). The analyzer also generated sample short and liquid level detection flags. The issue occurred on (B)(6) 2018 through (B)(6) 2018. Two patient samples also had erroneous results for the elecsys hcg test system (hcgstat) that were reported outside of the laboratory. The first sample initially resulted with a value of < 1 miu/ml accompanied by a data flag. The value was reported outside of the laboratory and the doctor did not believe the result since he believed the patient was pregnant. The sample was repeated twice, resulting as 428 miu/ml and 422 miu/ml. The repeat value of 428 miu/ml was believed to be correct. The second sample, from a 39 year old female patient born on (B)(6), initially resulted as < 1 miu/ml accompanied by a data flag. The sample was repeated, resulting as 13268 miu/ml. A corrected report was issued for the result. The patients were not adversely affected. The hcgstat reagent lot number was 284292. The reagent expiration date was asked for, but not provided. The customer tried cleaning the probe. The field service engineer determined that there was an issue with the sample probe ribbon cable. He replaced the sample probe mechanism. The customer ran controls and these recovered within their specifications. Investigations determined that the issue was resolved by the service actions.